Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the device could not be interrogated wirelessly while still in the box pre-implant. The device was not used. No patient complications were reported as a result of this event.